Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 112 mg/dl. The customer inserted new battery after two hours problem occured again. The customer stated that the device was not exposed to moisture and was not bumped nor dropped. The customer was advised to revert to a backup plan. Customer will be contacted.